Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a cardioversion procedure, the users had a problem with the defibrillation button where it could not be depressed. No negative patient impact was reported.